Manufacturer narrative:
Citation: al-rashid f. Risk assessment of patients undergoing transfemoral aortic valve implantation upon admission for post-interventional intensive care and surveillance: implications on short- and midterm outcomes. Plos one. 2016 nov 23;11(11):e0167072. Doi: 10.1371/journal.pone.0167072. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes of patients undergoing transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2006 and 2012. The study population included 214 patients (predominantly male; mean age 80 years), 59 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: stroke, bleeding and vascular complications, permanent pacemaker implantation, cardiopulmonary resuscitation (CPR), reintubation, myocardial injury due to hypotension and coronary embolism. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.